Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced mesh erosion, gross hematuria, pain, nocturia, dyspareunia, bacterial vaginal infection, exposure and loss of consortium. Partial removal of the mesh and a cystourethroscopy were performed.